Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set tap not sticking event on (B)(6) 2024. It came off from skin after he went to shower. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 8021545-2024-01350 - device 3 of 3. E1: patient city: (B)(4). Patient country: united states.